Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h11 . Corrected field: d4 UDI number. Matthew, a ccu rn, called into emergency support program line for assistance with a fiber-optic sensor failure alarm on a cardiosave during use. Matthew denied any kink or fold in the fo cable and stated that he had already unplugged and re plugged the fo sensor cable once before. Esp team asked to repeat the step, verifying that it was arrow to arrow and seated appropriately. There was no patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer through emergency support program that the sensation plus 40cc had fiber-optic sensor failure alarm on a cardiosave during use. Nurse denied any kink or fold in the fo cable and stated that he had already unplugged and re plugged the fo sensor cable once before. No harm or injury to the patient was reported.